Manufacturer narrative:
On 06/12/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the implant. During the evaluation of the sample, it was noticed that parallel lines of shell wear were observed on the posterior aspect, suggesting in-vivo folding or creasing of the device. In addition a rupture in the posterior aspect was observed measuring 0.5 cm within the shell wear. No additional anomalies were observed. These kind of findings are consistent with a shell wear failure which is a known inherent risk associated with the use of saline- filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor siltex round moderate profile 350cc saline breast prosthesis, catalog #3542655, lot #187016. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor siltex round moderate profile 350cc saline breast prosthesis that deflated after implantation. The patient observed right side deflation which was later confirmed by a physician. As a result, the patient will undergo explantation on (B)(6) 2019.

Manufacturer narrative:
On 04/24/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).